Manufacturer narrative:
Result: potentiometer limits.

Event description:
It was reported through a service report that the bed would not lower. It is unk if there was pt involvement or any adverse consequences.